Event description:
Medtronic new instinct sensor made by abbott not able to pair with mobile app or insulin pump. Called medtronic to be on hold for hours. Have yet to speak with technical support from medtronic. Local representative was unable to resolve problem. Type I diabetic since 3 1/2 years old. Extremely dependent on cmg sensor! Was using guardian 4 sensor. Medtronic was really advocating this new instinct sensor! Could not get sensor to scan with app. Manager phone supplied by medtronic. Since sensor did not scan it did not work! Unable to reach anyone at medtronic to help resolve issue. Extremely nerve wracking for me as I depend on the cgm to monitor glucose constantly and especially overnight when sleeping. I am extremely disappointed that I changed to this sensor! Medtronic has the worst technical support line. No one ever answers - just recording that says, "we are experiencing a high volume of calls."